Manufacturer narrative:
(B)(4).

Event description:
Patient was seen at hospital due to a hematoma and an ice pack was placed and pressure dressing applied. Hematoma was monitored and was resolved after there was time to heal. Should additional information be received this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. Therefore, no conclusion can be drawn at this time. However, biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case doe snot at this point reveal any such trend. Should additional relevant information become available, this investigation will be updated.